Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an e360 ventilator compressor was inoperative, had an air lose alarm, and intermittent visual, audible alarms. No error codes noted. Patient involvement is unknown. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider checked the ventilator and verified the problem. To address the problem the service provider cleaned the compressor, the water traps and the accumulator outlet. The ventilator was reported to be working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.